Event description:
Most of the time I used it, I experienced headaches, cough, I developed asthma, problems with my eyes, nose, respiratory. It was such a problem I discontinued use. FDA safety report ID# (B)(4).